Event description:
It was reported the patient heard a popping and clicking sound in the past but it was rare and it was at a low amplitude. It was noted the patient had the device on all the time and their health care professional stated it was nothing to be concerned about. It was noted recently they had turned on the radio system and the pops and clicks increased in amplitude.

Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37092, lot# 226140002, implanted: 2010-(B)(6), product type accessory. Product ID 3387-40, lot# v003450, implanted: 2006-(B)(6), product type lead. Product ID 3387-40, lot# v003450, implanted: 2006-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).